Manufacturer narrative:
The device has not been returned for evaluation. Thrombus formation is a known potential complication associated with the use of coil embolization assist devices, including comaneci device. The IFU identifies thrombus as potential complications associated with use of the device.

Event description:
The following event was reported throughout the success post market surveillance study. The patient was treated for right middle cerebral artery aneurysm coil embolization with the comaneci 17 as coil embolization assist device. While placing the embolization coil inside the aneurysm the physician noticed a thrombus forming within the comaneci stent. The physician stopped the coiling and removed the comaneci and the microcatheters from the patient's anatomy. A follow up contrast run still showed some slow filling of the distal right m3/m4 branches, therefore, a medication was administrated, and a follow up contrast run showed normal distal perfusion without evidence of distal thromboembolism. A neurological exam was performed 19 days post procedure, the patient was clinically asymptomatic and had no clinical sequelae, mrs score was 0.